Event description:
It was found in the city of barquisimeto a complaint where they bought a 2-0 vicryl for a surgery performed on friday, september 29, according to the envelope, and when they open the envelope in the operating room, the blister that comes inside is 3-0 vicryl, the envelope it is visibly a fake, the 3-0 blister seems real, however we assume that it is expired and they insert it into supposedly valid envelopes.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: confirm the products lot number: it is not available could you please confirm if the vendor is authorized by jnj? It is not authorized. Could you please provide the attachments for the products traceability information from edc and rdc? How was the product purchased? Incident was reported by the hospital, no details about the purchase. Is there an indication of how the product was distributed? No. Is there any indication of the source?no. Based on the packaging, is there any indication of which market the original genuine product may have come from? No was the device used on a patient? If so, was there any patient consequence? It was verified by the physician when it was open the packaging material. Device return status. Please document the shipment tracking number: no .please provide the source or name of person providing answers to follow-up questions: photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show four open aluminum packages with product code vcp317 2-0 with winding former inside with product code vcp316 3-0. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Events reported via: 2210968-2023-08383, 2210968-2023-08384, 2210968-2023-08385.